Event description:
Event description cpi received information that approximately fifteen months post-implant this implantable pulse generator (ipg) had no output, was unable to be telemetered and did not provide a magnet response. The device was explanted and replaced.